Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer¿s device but was unable to duplicate the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device displayed a white screen and the service indicator was illuminated. A white display is indicative of a device lockup condition that could delay or prevent defibrillation if it were necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the customer's device and was able to verify the reported issue. Physio replaced the user interface pcb assembly and completed other unrelated repairs. After observing proper device operation, the device was returned to the customer for use. Physio-control further examined the removed user interface pcb assembly and observed that integrated circuit, designator u2 is thermally sensitive causing incomplete boot up when overheated.

Event description:
The customer contacted physio-control to report that their device displayed a white screen and the service indicator was illuminated. A white display is indicative of a device lockup condition that could delay or prevent defibrillation if it were necessary. There was no patient use associated with the reported event.